Event description:
Laser rental company reported doctor (s) treated 10 consecutive pts for facial telangiectasia near or around the periorbital area. Five patients experienced swelling, redness, blistering, crusting, discoloration, and scarring. Three pts experienced swelling where the eyes were completely swollen shut.